Event description:
N/a.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. Device history record - lot 3276920 conformed to the specifications when released to stock failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve failed the test for reflux and pressure. The valve passed the test for siphon guard. The root cause for the programming issue reported by the customer was due to biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate.

Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. The possible root cause for the programming issue reported by the customer could be due to biological debris and protein substance interfering with the valve mechanism. No root cause for the lumbar catheter issue as this is not a codman device.

Event description:
A physician reported ventricular enlargement and shunt failure: the valve was implanted to a male patient via lumbar-peritoneal shunt on (B)(6) 2019 with initial setting:120mmh2o. Six months after implantation, ventricular enlargement was observed and the valve setting could not be changed, therefore, the valve was replaced to a new one via v-p shunt with setting 100mmh2o on (B)(6) 2020. At the revision, the lumbar catheter got caught by spinous process and shunt failure was found.